Event description:
It was reported that c5/6 oseomyolitis surgeon changed out for cage and plate to achieve fusion at site. Osteomyolitis was noted at superior and inferior endplates. Infection was present - observation of osteomyelitis on pre op MRI and x-ray (identified by surgeon but not shared to attending rep, implant not available to return)).

Manufacturer narrative:
Additional information has been requested, although it was confirmed the device will not be returned for further investigation.

Manufacturer narrative:
It was reported that an m6 was being explanted due to noted osteomyelitis. However, radiographic images were not provided for review. The device was not returned and therefore examination of the explant could not be completed. With the limited information provided, it is not possible to determine the cause of the reported failure for this product experience. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 39 line 12.58. - infection, infected abscess or infected cyst (not involving resorption or osteolysis), leading to surgical/major intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
It was reported that c5/6 oseomyolitis surgeon changed out for cage and plate to achieve fusion at site. Osteomyolitis was noted at superior and inferior endplates. Infection was present - observation of osteomyelitis on pre op MRI and x-ray (identified by surgeon but not shared to attending rep, implant not available to return).